Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367 alarm, which occurred on the homechoice (hc) during drain. The baxter technical service representative (tsr) explained the alarm. The hp had disconnected during the dwell stage and did not get back until drain had already started. The tsr explained that air had then gotten into the set and that therapy was then over. The tsr had them cycle power to get se 2367 and again to get back to start. The tsr assisted with the old set removal. The hp would use new supplies and she said she would tell her registered nurse (rn) in the morning. The call completed and new supplies would be used. The patient was connected at the time of the alarm and the patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. The patient did disconnect prior to the alarm, then reconnected. Proper disconnect procedures were not used. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. The problem was confirmed and the root cause was due to the patient disconnecting fro the set, which is a use error. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.